Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore,10 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 2782 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. Tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be replicated from testing the retained tubes, the complaint is confirmed. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. A complaint history review indicated this is the 1st complaint received for the reported defect and lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules in the device. This event occurred 90 times. The following information was provided by the initial reporter and translated to english: the customer stated "globules are found in gel tube (sst-ii) due to which analysis couldn't be performed in biochemistry lab and repeat specimen is collected from patient. Because of this incident turn around time and maintenance has increased and reagent are wasted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules in the device. This event occurred 90 times. The following information was provided by the initial reporter and translated to english: the customer stated "globules are found in gel tube (sst-ii) due to which analysis couldn¿t be performed in biochemistry lab and repeat specimen is collected from patient. Because of this incident turn around time and maintenance has increased and reagent are wasted .